Manufacturer narrative:
The guidewire involved in the incident was rec'd for eval. Upon visual examination, the 70cm guidewire was found to be severed 43cm distal of the straight end of the guidewire. A severe 90 degree bend was also noted at the 39cm location. The "j" end of the guidewire was missing. No defects in the guidewire materials or workmanship was noted. A work order history review could not be performed because the lot number was not identified. The cause for the incident could not be determined.

Event description:
Received report of guidewire remaining in pt for 6 years. A pt had had a successful coronary artery bypass graft procedure in 1992, and a pulmonary artery catheter had been inserted at that time. No problems were reported from that procedure. In a follow up visit to the cardiologist in 1998, the pt was found to have approximately 1 1/2 feet of guidewire remaining at some unspecified site in the body, which was discovered during routine exam and diagnostics. It was initially decided not to recover the wire, but it subsequently "migrated north" to another unspecified site. It was extracted via endoscopy from an unspecified vessel under fluoroscopy. No pt harm was reported.